Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the helix was "broken" after the lead dislodged during the implant attempt. The lead was not used and another lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The full lead was returned, analyzed, and the distal conductor was over-rotated. It was also noted that the distal conductor was fractured from over-rotation, the distal conductorwas bent, and the lead was damaged at implant.

Event description:
It was reported that the helix was "broken" after the lead dislodged during the implant attempt. The lead was not used and another lead was used to complete the procedure. No patient complications have been reported as a result of this event.